Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer performed troubleshooting measures to address the customer reported issue by replacing the armrest motor module and the associated power cable on the surgeon side console. The engineer verified the system by moving the armrest through its full range of motion multiple times and performing several power cycles, confirming that the error did not return and the system was ready for use.

Event description:
It was reported that during system setup prior to starting a procedure on a da vinci 5 system, the or staff encountered a fault related to the armrest ergonomic function. The staff attempted multiple power cycles and hard power cycles on the console without success, and technical support guided them to disable the ergonomic feature since the armrest was already positioned as needed. The issue persisted, and the customer requested expedited service support for repair. The customer reported event has no report of patient injury.

Manufacturer narrative:
Updated annex g code.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The armrest motor module was analyzed and found to work as expected when installed on a test fixture. The error was confirmed as happening in the field logs and therefore the armrest motor module cable was found to be related to the error. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an issue with the armrest motor module cable.

Event description:
Refer to h11 for follow-up information.